Event description:
Product analysis (pa) for the generator was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.991 volts as measured during completion of the final electrical test, shows an ifi=no condition. There were no performance, or any other type of adverse conditions found with the pulse generator. Pa worksheet and wandcomm were reviewed but no anomalies were found. Datadump was reviewed and there was no indication of a reset. Diagnostics tab was reviewed and there was no indication of an impedance issue during time of implant.

Event description:
Product analysis (pa) for returned lead portion was completed. No anomalies that have adverse effect on the device performance were identified in the returned lead portion. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
The explanted products were received into analysis and is currently ongoing. Death follow-up form was received. It was noted that the patient had a reduction of seizures in response to vns therapy. The patient was receiving vns therapy at the time of death and was programmed to the following settings: 2ma/ 30 sec on/ 3 min off. The patient passed away possibly due to sudep and was explanted on (B)(6) 2021. The believed relation to vns and death was not checked. There were no laboratory reports from 3 months prior to the death that are relevant. The death was not witnessed. The patient was on lacosamide, oxcarbazepine, and topiramate. It was noted the patient was complaint with medications.

Manufacturer narrative:
B5. Event description - correction - products were received into analysis prior to the initial MDR submitted and information was inadvertently left out d9. Device available for evaluation ¿ correction ¿ inadvertently did not include received date in initial MDR submitted.

Event description:
It was reported that the pathologist believes the patient passed away due to sudep but would like the vns device analyzed. The suspect product has not been received to date. No additional relevant information has been received to date.